Event description:
The patient reported while placing the pod the needle did not insert into the skin. When the pod was removed, the cannula then deployed late, indicating a needle mechanism failure. The pod was not worn, and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle deployed late. The lot release records were reviewed, and the product lot met all acceptance criteria.

Manufacturer narrative:
The device when received with the cannula assembly fully deployed, and the pink slide insert was visible in the viewing window. The download data showed that the device completed both priming sequences with an expected number of pulses in each sequence. Although inspection of the needle mechanism assembly found no evidence that would result in the needle deploying late, a root cause for the reported event could not be determined.